Event description:
During atrial threshold testing, the psa and device communication "froze" but device communication returned after disconnecting the wireless wand temporarily. All postprocedure parameters were stable. Will send query to the company.